Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2021-30813. New information received notes that the patient underwent left ventricular lead explant due to dislodgement. There were no patient consequences.